Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they had tracheostomy tube break during a change when the entire right-side flange cracked off while being removed. The damaged tracheostomy tube was discarded because it could no longer be used, and it had only been used once. There was no patient injury.